Event description:
This patient subcutaneous mastectomy for fibrocystic disease in 1974. Silicone gel implants were placed three months later. She had contractures and had the implants redone in the 70's and in 1988. At present she has arthralgia, elevated sed rate, fatigue, palpitations and diffuse aching. The patient had a bilateral periporsthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.